Event description:
Consultant reports during alif procedure, the screw in the shaft of the trial handle broke off in the anterior trial spacer. It is reported the spacer was immediately removed with a ronguer. Procedure was completed with no further problem, no harm to patient. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. S. S. White medical products inc. Manufactured the alif trial spacer angled/lateral/anterior 11mm, p/n 389.061, and synthes lot numbers 4265703, 4265705, 4278300, 4524981, and 4602889 (supplier lot number lm001511). The supplier¿s certificates of compliance (dated 4/27/01, 4/27/01, 5/24/01, 12/06/02, and 4/28/03 for the 5 lots respectively) indicate the parts were manufactured to p/n 389.061, revision b and met the required specifications. The lots were inspected to the synthes, incoming final inspection sheet number (B)(4), revision ao (dated 5/01/01, 5/01/01, 5/31/01, 1/07/03, and 5/28/03 respectively). Mrr (B)(4) was written against lot 4524981 on 1/07/03 for undersized slot width. The part was dispositioned use-as-is since the slot would still mate with the instrument handle, and the mrr was closed 1/15/03. Mrr (B)(4) was also written against lot 4524981 for incorrect traveler with the DHR. It was determined that the paperwork had been switched, but the parts were inspected to the correct inspection sheet. The paperwork was corrected and the mrr was closed 1/17/03. Lots 4265703, 4265705, 4278300, 4524981, and 4602889 were released to the warehouse 5/04/01, 5/03/01, 6/05/01, 1/17/03, and 6/06/03, respectively.